Manufacturer narrative:
Block b3: exact date unknown, event occurred two to three years ago from date manufacturer was made aware. D6b: explant date: two to three years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8120500, model: m365sc8120500, serial: (B)(4), batch: 154908a.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. The explanted devices will not be returned as they were discarded. No further information could be obtained despite good faith efforts.